Event description:
The customer reported to maquet that during an operation, a metal cover fell off from the spring arm of the surgical light. There was no patient involvement, nor injuries reported to maquet. (B)(4).

Manufacturer narrative:
A maquet field service tech inspected the device, repaired it and returned the unit to service. This investigation is on-going and the results will be included in a follow-up report. Maquet med systems USA submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.